Manufacturer narrative:
Updated the manufacturing date and gtin information. Reported event: an event regarding fretting and disassociation involving a accolade stem was reported. The event was was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no exam of explanted components, no pathology or lab reports, no imaging studies. Insufficient evidence is presented to prepare a medical report, but the revision op report appears to confirm the event description. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there has been 1 other similar event for the lot referenced. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: no clinical or pmh, no patient demographics, no exam of explanted components, no pathology or lab reports, no imaging studies. Insufficient evidence is presented to prepare a medical report, but the revision op report appears to confirm the event description.

Event description:
It was reported that the patient's right hip was revised due to a broken trunnion. An accolade stem and 44mm femoral head (composition and offset unknown) and a discolored liner were revised to another stryker liner and competitor femoral components.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to a broken trunnion. An accolade stem and 44mm femoral head (composition and offset unknown) and a discolored liner were revised to another stryker liner and competitor femoral components.